Event description:
It was reported that over the course of six months, this implantable cardioverter defibrillator (ICD)'s remaining battery longevity had decreased by approximately 1.5 years. Boston scientific technical services (ts) was contacted for an evaluation, but the complete device data was not provided. Ts confirmed that there was a discrepancy between the estimated remaining life and the actual calculated remaining battery life, which could explain an accelerated decline the remaining longevity. However, since device data was not provided, ts was unable to confirm whether the device was depleting normally, or exhibiting premature battery depletion. Information has been requested regarding the event resolution, but a response has not yet been received. At this time, the ICD remains implanted and in-service. No adverse patient effects were reported.